Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. Multiple signs of wear were detected on the leads body. In particular approximately 19 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. At this location the outer conductor coil was found fractured and the inner insulation was found damaged. These damages are assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Cuts into the insulation were observed 14 cm and 20 cm distal to the is-1 connector pin which most likely occurred during the explantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.